Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and wall adapters. The customer's blood glucose (bg) level was impacted (400 mg/dl). The customer delivered a correction bolus to address elevated bg level. It was indicated that the customer would continue to use the pump until the replacement pump was received. Customer also stated manual injection supplies were available.